Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, lemo receptacle, power control circuit board, and the surge suppressor. The system operates as intended.